Event description:
The customer reported motor error alarms from the insulin pump. There was no significant event reported leading up to the alarms. The customer's blood glucose value was 450 mg/dl the night prior to the call with the helpline. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan as instructed by their hlth care professional. A loaner pump was sent to the customer's address; the insulin pump reported may or may not be returned. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.